Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed a kink below the chamber. Although this was not completely blocking the fluid path, the kink was obstructing the flow. The root cause of the reported condition was undetermined.

Event description:
A customer reported to baxter (B)(4) of an administration set in which a nurse found that the tubing kinked and obstructed the solution flow while being used on a patient. She changed the defective set to a new one and it worked well on the patient. There was patient involvement however there was no patient injury. No additional information is available.